Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, a crack was found on the catheter while the dressing was removed for disinfection and replacement of the dressing. It was further reported that a small amount of the medicine (paclitaxel carboplatin) leaked from the crack during administration. After that, when all the dressings were removed, a breakage of the catheter was found. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample and the catheter was assembled with a two-piece connector. The sample was received in two segments which shared a complete break within the extension tubing. Microscopic inspection of the break revealed a glossy, striated fracture surface typical of a sharp instrument cut. Attempts to infuse water through the sample using a 12ml syringe revealed both segments to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. The cut in the extension tubing appeared to have been inflicted intentionally, likely following device removal. Inspection and functional testing of the two separate catheter segments did not reveal any damage or evidence of leakage. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, a crack was found on the catheter while the dressing was removed for disinfection and replacement of the dressing. It was further reported that a small amount of the medicine (paclitaxel carboplatin) leaked from the crack during administration. After that, when all the dressings were removed, a breakage of the catheter was found. There was no reported patient injury.